Event description:
Per the clinic, the patient experienced a skin irritation at the abutment site. Subsequently, the patient underwent a skin revision surgery on december 13, 2011. Additional information has been requested but has not been made available as of the date of this report.